Manufacturer narrative:
The failure mode positioning issue was added to address the positioning issues the customer had. Positioning issues - due to lack of clinical details provided, the root cause of the positioning issues cannot be determined. Heart valve damage - due to lack of product returned and insufficient clinical details provided, the root cause of the heart valve damage cannot be determined. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-23751.

Event description:
The complainant reported a 72-year-old male patient was on impella 5.5 support due to st elevated myocardial infarction. While on support, it was noted that the impella appeared malpositioned on the chest x-ray. Transthoracic echocardiogram was then performed and the device was noted to be likely too deep or malpositioned in some aspect. However, the device was not re-positioned at that time. The device was removed due to the patient recovering adequate heart function. The doctor commented that coronary artery bypass graft with impella 5.5 may have contributed to aortic valvular damage/aortic insufficiency. The patient survived the explant and was stable.

Manufacturer narrative:
The impella device was discarded by the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (unites states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or cardiac or vascular injury (including ventricular perforation) (including ventricular perforation).¿ section: axillary insertion of impella 5.5 catheter ¿use fluoroscopy for placement impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), can help confirm the position of the impella catheter after placement, tee does not allow visualization of the entire catheter assembly and is inadequate for reliably placing the impella catheter across the aortic valve¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis ¿unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death.¿ in this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: use of echocardiography for positioning of impella catheter. ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms. ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿